Manufacturer narrative:
The field service engineer could not determine a cause. The measuring cell flow path was washed as a preventive measure. The pinch valve tubing was replaced. Performance testing was run and was successful. The customer ran precision studies and these were acceptable. The customer ran controls and these recovered within the customer's ranges. There were no alarms on the last calibration performed on 24-jun-2021. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The second sample had issues with hemolysis and lipemia. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs stat assay on a cobas 8000 e 602 module. The initial values were reported outside of the laboratory, where they were questioned by the doctor. The first sample initially resulted in a troponin t value of 13.02 ng/l. The sample was repeated on the same instrument, resulting in a value of 1130 ng/l. The sample was also repeated on a second analyzer, resulting in the same 1130 ng/l value. The repeat value was believed to be correct. The second sample initially resulted in a troponin t value of 7.53 ng/l. The sample was repeated on a second analyzer, resulting as 59.52 ng/l. The repeat value was believed to be correct. The troponin t reagent lot number was 490881. The reagent expiration date was requested, but not provided.